Manufacturer narrative:
As the customer did not retain the finished goods lot number, a device history record review of the lot and lot history could not be reviewed. The returned sample was visually and functionally tested and passed testing. The root cause of the customer's complaint could not be established; the returned sample met specifications. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample has been received and it awaiting evaluation. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a thermal burn occurred during a procedure "because of a clogged aspirating tube during ultrasound.". The procedure was completed after replacing the product with another. Upon follow up it was informed that four sutures were required to due to "incomplete of incision". The patient was hospitalized. A product sample has been requested for evaluation.

Manufacturer narrative:
A cassette sample was received for evaluation. A device history record review shows that the product was released per specifications. The returned sample was visually and functionally tested and passed testing. New information was received stating that the infusion sleeves and the tip were reused. It has been found in lab testing that excessive use of any single use product may contribute to functional breakdown. The directions for use states that all products are validated for single use only and should not be reprocessed or reused. The root cause of the customer's complaint could not be established; the returned sample met specifications. However, a potential root causes could be related to reuse as the customer stated that the infusion sleeves and tips were reused. No phaco tip was returned for evaluation for the report of a clogged aspiration tube during surgery; therefore, the condition of the product could not be verified. The complaint information does indicate the single use tip was reused. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because a sample was not returned from the customer and no lot information was provided for a lot record review, the root cause for customer complaint issue cannot be determined. (B)(4).

Manufacturer narrative:
A device history record (DHR) review for the reported product lot was conducted. There have been no additional complaints reported against the finish goods lot and the DHR shows the product was released per specifications. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received; the reporter informed that the thermal burn occurred immediately starting to use ultrasound during a left eye cataract surgery. The patient experienced decrease in vision and slight astigmatism. The symptoms are improving. The reporter informed "reuse of sleeve and re use of tip."